Manufacturer narrative:
Report subtype: should have been 30 day rather than bi-monthly and report due date should have been nov 12, 2016 rather than jan 10, 2017.

Manufacturer narrative:
(B)(4). No failure was received with return of device. Failure event observed during analysis. Final analysis found an internal abrasion breaching the re lumen with abraded etfe cable coatings was noted at 81.5cm to 82.0cm and lumen was intact at the distal region. (B)(4).

Event description:
This report is to advise of an event observed during analysis.